Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to patient calcification and the patient's bicuspid native valve. It was reported that the patient suffered aortic regurgitation (ar) as a result of the bav. Subsequently, the patient was intubated and put on cardiopulmonary bypass (cpb). Upon the first deployment attempt, it was observed that the valve had infolded. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve and delivery catheter system (dcs) were opened and used to complete the procedure. The patient was subsequently extubated and decannulated. It was noted that a 10 minute procedural delay occurred as a result.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves; updated: b5, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to patient calcification and the patient's bicuspid native valve. It was reported that the patient suffered aortic regurgitation (ar) as a result of the bav. Subsequently, the patient was intubated and put on cardiopulmonary bypass (cpb). Upon the first deployment attempt, it was observed that the valve had infolded. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve and delivery catheter system (dcs) were opened and used to complete the procedure. The patient was subsequently extubated and decannulated. It was noted that a 10 minute procedural delay occurred as a result. Additional information was received that a different valve was contaminated and not used during the procedure.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to patient calcification and the patient's bicuspid native valve. It was reported that the patient suffered aortic regurgitation (ar) as a result of the bav. Subsequently, the patient was intubated and put on cardiopulmonary bypass (cpb). Upon the first deployment attempt, it was observed that the valve had infolded. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve and delivery catheter system (dcs) were opened and used to complete the procedure. The patient was subsequently extubated and decannulated. It was noted that a 10 minute procedural delay occurred as a result. Additional information was received that a different valve was contaminated and not used during the procedure. Additional information was received that the unused valve became contaminated as the staff member was opening the jar and broke the sterile field.